Event description:
One endeavor sprint rapid exchanged (rx) drug-eluting stent (3.00 x 24mm) was successfully implanted to the distal rca and right posterior descending. Approx one month post index procedure the pt suffered a brain infarction. The investigator indicated that the reported event was not related to the study device, drug and procedure. Pt is in remission.

Manufacturer narrative:
(B)(4): (cva/stroke).